Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿stand-alone balloon kyphoplasty for treatment of traumatic burst fracture in pediatric pat ient¿ that a (B)(6) male presented to the emergency department with a traumatic l2 burst fracture with 50% loss of height, which continued to cause severe pain after a trial of bracing. He was subsequently treated with a kyphoplasty without instrumentation. He experienced a rapid and excellent recovery and resumed all previous activity. The surgeons proceeded with drilling a path for placement of the 15-mm balloons, followed by placing and inflating to restore vertebral body height. Maximum pounds per square inch achieved in the balloons was 400. Cement augmentation was then performed with placement of 7 ml of cement into the l2 vertebral body. There was no cement extravasation through the end plates or posteriorly into the spinal canal or laterally into the neural foramen. There appeared to be a small amount of anterior extravasation, which seemed to track along a vessel, but this did not appear to extend far or have any clinical implications. Good fracture reduction and cement augmentation were achieved. There appeared to be a small amount of anterior extravasation, which seemed to track along a vessel, but this did not appear to extend far or have any clinical implications.